Event description:
Account alleged no trendelenburg function.

Manufacturer narrative:
Tech stated, the problem may be in the cable from the footboard to the logic board or the logic board. Account stated the bed is repaired. No further info is available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.